Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and corroded battery cap. The insulin pump was received with scratches on the lcd window, cracked case display window corner, broken reservoir tube lip and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call blank display and high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Troubleshooting for blank display was performed. Customer advised the display screen was blank, the device would count up with numbers and then finally shut off. Troubleshooting was unable to resolve the anomaly and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.